Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported the patient wanted their ins removed because it wasn't working right or doing anything for them. The issue had been addressed with their managing physician (hcp), but they didn't want to go through with removal of the ins unless absolutely necessary. The patient was redirected to their healthcare provider to further address the issue. Caller said they had been told by the doctor to contact the manufacturer. Agent reviewed they will want to continue to work through the hcp instead. Patient had an appointment scheduled for march 19th. Additional information was received from a patient (pt). It was reported that the it is not deep in their back and if they turn their head over in bed it hurts so bad. The patient stated that their nerve is worse than when the device was put in. The patient stated that they turned the device up but it did not help. The patient stated that the actions that are planned to resolve the issue is to take it out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.